Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. The patient experienced a skin reaction with a 2nd degree burn under the entire patch area. The event occurred on (B)(6) 2023, however, the patient was not able to visit with a dermatologist until (B)(6) 2023 (due to the doctor's availability). The patient consulted a dermatologist who prescribed the patient a topical steroid cream to use, in addition to, topical vaseline ointment on the area. At the time of the report, the patient was doing find. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).